Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce or confirm the reported issue. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs are required to address the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to a starting (post-anesthesia) of a da vinci-assisted surgical procedure, the system had recoverable fault pointing to the master tool manipulator (mtm). An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and noted error 25596. The customer converted to a second surgeon side console (ssc). The procedure continued as planned. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system had recoverable fault pointing to the master tool manipulator (mtm), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The isi fse confirmed errors 25596 on mtml 2 and replaced the part to resolve the issue. The system was tested and verified as ready for use an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.